Manufacturer narrative:
The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a raytex caught on fire during a procedure in which a force fx generator was being used at a setting of 40. Lung gasses from bleb on the lung caused oxygen to leak and the raytek to catch fire. There was no patient injury, no blood loss and no extension of the procedure. The raytek was discarded and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
Corrected information: sex.